Event description:
It was reported that a 41-year-old caucasian female who underwent primary breast reconstruction with a 400cc mentor memorygel breast implant (right) and a 250cc mentor memorygel breast implant (left) experienced left sided baker grade IV capsular contracture and right sided rippling post procedure. The capsular contracture was accompanied by pain and hardness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. 1645337-2023-04568 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 7, 2023. In addition to the issues reported previously, the patient also experienced bilateral wound infection associated with sutures placed. The patient had suture removal and abscess drainage performed on the right side, and explant and replacement of the implant on the left side. This report relates to the left prosthesis. Reason for device explant and/or reoperation: capsular contracture/wound infection. The impacted product was received by the failure analysis lab on november 28, 2023. The evaluation of the returned device was completed by the failure analysis lab on november 29, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).